Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident and current blood glucose value was 350 mg/dl. The customer experienced symptoms such as abdominal pain and tingling in legs. Customer reported that the insulin pump had no delivery alarm and motor error alarm. Customer reported that they performed displacement verification test and test was passed. Customer treated with insulin pen. The insulin pump will not be returned for analysis.